Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced a loss of stimulation and increase in pain. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The patient was seen for follow-up programming due to the reported loss of stimulation and increase in pain. During the visit, an impedance check was performed at 0.7 volts (v) and all impedance values tested out of range, above 40000 ohms. Another impedance test was performed at 3 v. Impedance varied with some above 40000 ohms but others below 10000 ohms with only one electrode, number 5, at normal impedance. The stimulator was switched off. The event was reported to the healthcare professional (hcp) for further follow-up. The patient would be seen for x-ray investigation to determine if there was a possible lead pull-out. The issue was not resolved as of 13-jun-2022. No surgical intervention occurred. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: unknown, foreign: za. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that it was not confirmed that the lead migrated. Currently no intervention or action was planned. The issue was not resolved. The device remains implanted and switched off. It was noted that the patient has ¿idd¿ therapy.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# unknown, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that x-rays were taken on2022-jun29 showed possible lead pull out but the healthcare profes sional (hcp) was not certain. The cause was not determined. The serial numbers were unknown.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was taken to theatre on (B)(6)2022. A pre-operative impedance test showed all impedance values above 10000 ohms for both channels. Fluoroscopy imaging did not show the lead pulled out of the ins header. Once the patient was opened, the doctor disconnected the leads from the ins. An impedance test was performed on the lead and all impedance values tested within normal range. The leads were then cleaned and reconnected into the ins. Another impedance test was performed and all impedance values again tested within normal ranges, therefore confirming that previously the lead had not been connected properly when the patient had the initial ins replacement. After closing the incision, another impedance test was performed and all values tested within normal ranges. The doctor requested to do intra-operative stimulation to test whether the patient could feel the stimulation, and verbal confirmation was received from the patient regarding the sensation of stimulation in areas of pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.